Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: g4, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the device evaluation identified the following reportable malfunctions: a foreign body in the air and water cylinder tube, and foreign material in the air water channel. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: charged coupled device was broken. The most probable cause for the foreign objects could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastrointestinal videoscope's screen randomly turned off during the examination. There was no reported patient harm.